Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022 with pouch irritation. Review of transmissions revealed that the pacemaker was in backup vvi mode. The patient felt uncomfortable due to backup vvi. No programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
Device complaint of pacemaker in backup mode was confirmed. The backup condition of device was verified when received. Product code was downloaded, and analysis was performed. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup consistent with an anomalous integrated circuit (ic) on the hybrid. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, h3, h6.

Event description:
New information received notes the pacemaker was explanted and replaced on (B)(6) 2022. There were no adverse consequences to the patient.